Event description:
Device 2 of 2. Reference manufacturer report: 1627487-2010-02449.

Manufacturer narrative:
Results - visual analysis of the lead noted discoloration inside. Functional testing observed that channel 4 was open on the stimulation end of the lead. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.